Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and shows the tip of the implant on the floor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an knee acl, a footprint ultra was inserted and pushed into a 4mm bone hole drilled into the tibia; the insertion site had been prepared with a 4mm trigen drill short, then when using a mallet to seat the implant, the tip of the implant snapped. The broken tip was removed from the tibia. Surgery resumed after a non-significant delay with a back-up device that was available and opened to complete the implantation of the anchor without any other issues in the same bone hole originally drilled; therefore no voids were left in the patient.. No further complications were reported.